Event description:
It was reported that during a gastric bypass, the device cut and did not staple. The device fired successfully prior to the event. This event happened while firing on the stomach; it was not reported as to which firing the event occurred. Another device was used to complete the procedure. There was no adverse consequence to the patient reported. See scanned page.

Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time. Evaluation summary: additional follow up provided: rep was not present in the case, the doctor had been inserviced, this was his 3rd or fourth use of the device. The device was sent back yesterday, no cartridges were included. Devices were cleaned when received from the rep. No photos or videos available. Patient is fine. Additional information from the surgeon: it was reported by the surgeon the missing staples caused the tissues within the stapler to be divided, but left two open holes in the stomach. Limited and poor tissue was remaining for construction of the gastric pouch. The patient was reoperated on (B) (6) 2009, the surgeon reported that the patient did have a leak.